Event description:
It was reported that in the hospital, the cephalic vein was visualized through eco. The user then attempted to puncture the vein burt stated that the introducer "retracts, twists, and breaks". As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt as a result of this occurrence. The pt involved was a (B)(6). There was a history of postsurgical meningitis requiring prolonged venous antibiotic which was the reason for the catheter.

Manufacturer narrative:
(B)(4).